Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set was missing a pull ring. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Two (2) samples were received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The samples were received in an open pouch. Visual inspection identified a missing blue pull cap on one unit. The reported condition was verified in one (1) sample and not verified in one (1) sample. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.